Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit scratched. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit scratched. In addition, we confirmed that the air/water nozzle clogged, the air nozzle glue missing, the operation channel perforated, the operation channel leaky, the light guide cable buckled and the suction channel resistance; however, they are not the main cause, and irrelevant to the alleged complaint. Based on the technical report and/ or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.